Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an occurrence of hemorrhagic shock following a rectal biopsy using the curette insert cev504s3 3pk dia3mm biops (cev504s3), which was carried out in the intensive care unit (ICU). It was reported that the "intervention proceeded uneventfully, with no reported issues during the procedure and no evidence of device malfunction. Following the procedure, the patient developed hemorrhagic shock requiring advanced medical management, including massive transfusion, intubation, transfer to the ICU, and surgical intervention for hemostasis. The patient¿s condition subsequently improved, with a favorable clinical outcome. No dysfunction of the device / no action regarding the device. The surgery was performed without any problem." There was no implication of product malfunction.